Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from representative regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated patient has been cardioverted twice and power on reset (por) has occurred twice. Caller met with patient in office and stated everything was perfectly fine after interrogating ins with clinician programmer. Troubleshooting resolved reported issue. Technical services (tss) reviewed that cardioversion likely caused por and that even if patient turns ins off, por will likely still occur. Tss suggested that patient make proactive appointment with office if they need to be cardioverted again so they can be seen and have por cleared as soon as possible after cardioversion. There was no medical symptom reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative indicated per office last reported weight was (B)(6).